Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump would navigate through the menus without the customer's interaction. There was no reported impact to customer's blood glucose level. Reportedly, customer will continue to use current pump for insulin therapy.